Event description:
The medtronic catheter balloon was advanced to a lesion in the rca (right coronary artery) and it broke off at the shaft. An additional procedure was done to retrieve the balloon out of the patient. There no further incidence or apparent complications noted with the patient.